Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a gui (graphical user interface) touch frame issue. Patient involvement is unknown. The service engineer replaced the breath delivery unit board and the gui monitor lock to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Incorrect replaced part was reported on initial medwatch submitted. The correct part replaced is graphical user interface (gui) touch frame printed circuit board (pcb). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.